Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual and microscopic examination of the returned device found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped. There was the presence of solidified contrast media inside the inflation lumen. A visual and tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 13 x 4.0mm, concentric, de novo target lesion was located in a moderately tortuous, severely calcified left anterior descending artery (lad) with a significant bend of less than 45 degrees. Following predilatation with a 4.0 x 20mm balloon, residual stenosis was 85%. The 2.75 x 20mm promus element stent delivery system (sds) was advanced to the target lesion but the stent could not be deployed. While the sds was being withdrawn, the stent dislodged within the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 13 x 4.0mm, concentric, de novo target lesion was located in a moderately tortuous, severely calcified left anterior descending artery (lad) with a significant bend of less than 45 degrees. Following predilatation with a 4.0 x 20mm balloon, residual stenosis was 85%. The 2.75x20mm promus element stent delivery system (sds) was advanced to the target lesion but the stent could not be deployed. While the sds was being withdrawn, the stent dislodged within the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).